Manufacturer narrative:
Visual evaluation of the returned unit device has identified a fracture on the medial side of the post which separated the device into two pieces. Only the medial side of the device was returned to zimmer biomet for evaluation. The device had been in the field for approximately two years. This device is used for treatment . A notification was sent to the field on 07aug2014 to provide additional clarification relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was found to be broken when assembling instruments after sterilization.